Event description:
It was reported that a revision surgery was performed due to pain and dislocation.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated that no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed parts did not reveal additional complaints for the listed batches. Without the actual product involved our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened. No further actions are being taken at this time. We consider this investigation closed.